Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal requiring medication. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. On an unknown date post procedure, a two percent leakage around the closure device was reported. The patient was instructed to remain on plavix medication for six months in response to the leak. No further patient complications were reported.

Manufacturer narrative:
Date of event - estimated as 28 february 2024 since the patient mentioned they had their "tee exam today" in the social media comment on 28 february 2024. Implant date - estimated the implant date as (B)(6) 2024 since this is the year the comment was made and the implant date is unknown.